Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. E1: reporter name: unknown / not provided.

Event description:
Doctor reported that mount does not connect properly and falls down. Procedure was completed with another implant.